Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v020091, implanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3889-28, lot# v014911, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that they had been experiencing intermittent burning and uncomfortableness at the ins (stimulator) implant site. It began a few months ago and then she felt it the other day and then again today. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim.